Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they were having device problems, ligature issues were increasing, and they needed an implant change. The issues began in (B)(6) 2017. It was noted that leading up to the ligature issues the patient was treating other health issues with diet, exercise, medications, stress, and ibs leading to the use of increased fiber supplement. The circumstances that led to the device problems and increase ligature issues were noted to be the patient misplaced the programmer due to stress. The issues had not been resolved at the time of the report. No further complications were reported.